Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited the air/water cylinder and tube had foreign material. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection and the reported failure was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. A root cause could not be identified. Based on the results of the investigation: the white foreign material detected by income inspection has been handled by olympus. The use of products that contain silicone can cause deposits of white foreign material. Silicone is for example included in simethicone, a defoaming agent, lubricants and so on. If the customer used them, there was risk that foreign material remained in the channel even if the reprocessing was conducted in accordance with instruction for use (IFU). Simethicone and petroleum/oil/silicone-based lubricants are non-water soluble and thus not recommended for use by olympus. The most probable cause of the failures related to foreign objects was a known inherent risk of device indicating a reported adverse event known and documented in the labeling and all reasonable mitigation steps have been taken (including both short or long term known complications or adverse reactions). No further escalation is required. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.